Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during testing, evidence of contamination was found under all key contacts. The display was dim and discolored. The battery compartment was cracked. Additionally, the keypad cover had been returned peeling at the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts, a display issue, and damage to the battery compartment. This report is made based on results of investigation completed on 12/01/2015.